Event description:
The doctor reported the implant was removed due to osseointegration failure 6 months after placement surgery. Bone quality was type iii and oral hygiene at the site of the implant was good. During the surgery, bone resorption was observed. The patient has recovered.

Manufacturer narrative:
Brand name was initially reported as "superline." Correction was made to report brand name as "implantium." The PMA/510k number was corrected accordingly.

Event description:
The doctor reported the implant was removed due to osseointegration failure 6 months after placement surgery. Bone quality was type iii and oral hygiene at the site of the implant was good. During the surgery, bone resorption was observed. The patient has recovered.